Event description:
It was reported that the patient underwent initial right hip arthroplasty on (B)(6) 2018. Subsequently, the patient experienced thrombophlebitis on (B)(6) 2018 and was resolved on (B)(6) 2018. The complication of thrombophlebitis is not related to the prosthetic material. The patient is overweight and has a history of phlebitis. This one concerned the veins of the calf and was quickly resolving thanks to the anticoagulant treatment without embolic migration.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d5, g1-2, g4, h2, h3, h6, h10. H3 - the device was not evaluated as the batch number was not communicated and the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not be reviewed as the item and lot number of the product were not communicated. 3 similar complaints (including the current complaint) have been recorded regarding a "patient health condition" on gts femoral stems (all references) since one year. With the available information, the exact root cause of the event could not be determined.however, the event report that the complication of thrombophlebitis is not related to the prosthetic material. The patient is overweight and has a history of phlebitis. This one concerned the veins of the calf and was quickly resolving thanks to the anticoagulant treatment without embolic migration. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device was not returned

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not evaluated as the batch number was not communicated and the product was not returned. The device will not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not be reviewed as the item and lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the patient underwent initial hip arthroplasty on (B)(6) 2018. Subsequently, the patient experienced thrombophlebitis on (B)(6) 2018 and was resolved on (B)(6) 2018.